Event description:
Related manufacturer reference number: 2017865-2025-17492. It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited loss of capture and sensing. It was also observed that it could not be released from the delivery catheter or re-docked. The device was removed, and a new leadless pacemaker was implanted. The new device exhibited failure to capture and under sensing after fixation, however, it was decided to leave implanted. Post-op check the following day revealed adequate capture and sensing from the device. The patient was discharged without further complications.